Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00163. (B)(6). The device was manufactured between 11may2019 and 15may2019. The device was received for evaluation. The bladder was found to be in a normal condition with no signs of damage. However, the stress member flange located at the upper area of the device was noted to have been damaged. The damaged flange has caused the body of the stress member (that holds the bladder) to hang sideways. The cause of the damaged stress member flange was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon of a large volume folfusor ruptured during filling of 5fu. There was no patient involvement. No additional information is available.